Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reported the customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer¿s blood glucose was over 500 mg/dl. Customer was treated intravenous fluids of saline and insulin. Customer was discharged 6 day¿s after being admitted. Customer did not recall any other details of event and declined to answer further questions. Reportedly, the customer continued to use the pump for insulin therapy.